Event description:
Noise on ra and ff signal in most recent periodic iegm from (B)(6) 2021. Recommended evaluating leads in person with isometric and postural testing. Device remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.